Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had high threshold. The output was increased and patient is minimally paced in the atrium. The patient is being monitored. The lead is still in use. No patient complications have been reported as a result of this event.